Event description:
A right ij catheter was placed in 2003 without difficulty. Cxr obtained in 2003 showed catheter intact. Cxr obtained 2 months later showed 2cm tip fragment in lul. CT showed this fragment to be in plumonary artery branch. Catheter to be removed. Fragment not removed due to its location. Pt reported to be asymptomatic.